Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed by technical support, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose.